Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: an "ezprime" operation was performed and during the "load" step pump did not recognize cartridge and pushed all the fluid out "no cartridge detected warning." During evaluation the force sensor was found to be out of calibration. There are no alarms related to the complaint in the alarm history. Review of the pump history showed two "no cartridge detected" warnings occurring. There were several non-zero low force loss of prime warnings observed. The oled display and force sensor flex pins are intact. Unrelated to this complaint, it was found that there was a cracked battery compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
Patient reports pump dispensed insulin during load cartridge phase.